Event description:
A male with terminal cll/lymphoma presented to the hospital in 2007 for a follow-up MRI of the brain. During procedure, pt became unresponsive and started vomiting. Pt was transferred to the ICU and blood cultures were drawn. Pt was found to have hypercalcemia, which was treated and pt was transferred to a medical floor. On admission, pt had a triple lumen catheter, which was flushed using the standard hospital policy. The initial blood cultures grew coag - staph and pt was started on vancomycin therapy. Repeat blood cultures the following year grew serratia marcescens. Pt was started on zosyn. A culture of pt's catheter tip the next day grew serratia marcescens and pts triple lumen catheter was pulled. Repeat blood cultures one day later had no growth. Pt was discharged four days later, on cipro po. Dose or amount: 5ml and 10ml; frequency: ud prn; route: IV. Dates of use: 2007 - 2008. Diagnosis or reason for use: patency of IV line.